Event description:
It was reported that the that the patient presented for in clinic follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited decreased sensing and loss of capture. A chest x-ray was performed, and the right ventricular (rv) was found to be dislodged. During the lead revision procedure, the helix would not retract or extend easily. The physician elected to explanted and replace the rv lead. The patient condition was stable throughout.